Manufacturer narrative:
(B)(4). Batch # unknown. Device analysis: the analysis results of the pouch found that only a piece of the bag was received for analysis. Upon evaluation, the piece of the bag was noted to be torn. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information reported: the original procedure where the pouch was used was on (B)(6) 2017. The next procedure, where the piece of plastic was found, was on (B)(6) 2017.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure a flat, clear, 3x5 inch piece of plastic from the pouch was left in the patient. This piece was found when the patient had another, unrelated procedure (a tlh) approximately two months after the laparoscopic cholecystectomy. The piece of plastic was removed. It was unknown if the patient had complained about any symptoms leading up to the tlh that were related specifically to the piece of plastic. There were no patient consequences reported. The patient is currently in good condition.